Event description:
It was reported that this patient has had a history of inappropriate shocks due to t-wave oversensing. The patient has recently received inappropriate shocks due to p-wave oversensing with lower r-waves. The shock was successfully able to convert the patient's arrhythmia. The physician has de-activated the device and the patient was admitted into the hospital. The plan is to replace the system with a transvenous one, however it currently remains in service. No additional adverse events.

Event description:
It was reported that this patient has had a history of inappropriate shocks due to t-wave oversensing. The patient has recently received inappropriate shocks due to p-wave oversensing with lower r-waves. The shock was successfully able to convert the patient's arrhythmia. The physician has de-activated the device and the patient was admitted into the hospital. The plan is to replace the system with a transvenous one, however it currently remains in service. No additional adverse events.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.